Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 600 mg/dl. Customer's other blood glucose value was 198 mg/dl. Customer did not provide symptom of high blood glucose. The customer was treated with bolus. The device will not be returned for analysis.